Manufacturer narrative:
The device is available for evaluation, however, has not been received yet.

Event description:
The event involved a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch where it was reported a bubble developed in the tubing while in an alaris pump. There was patient involvement however, no human harm was reported.

Manufacturer narrative:
A photo was provided showing a non-ICU medical set. No ICU medical sets were observed in the photo provided. No samples were returned for investigation the complaint on the 126640489 could not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
Additional information received from the customer on (B)(6) 2023 stating that the reported affected product is a bd alaris product, and not an ICU medical product.